Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and an unk product was implanted. It was reported that the patient experienced stress incontinence, nocturia, urgency, urge incontinence, vaginal pain, postcoital bleeding, urinary tract infections and thrush infections. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/16/2023. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.